Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred 8 mins into treatment and was noted by the hemodialysis machine's blood leak alarm. Blood leak was confirmed with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 200 cc. Pt was administered 300 cc of normal saline. Treatment was resumed with new disposables, including a psn 210 dialyzer of the same lot and was completed without incident. No pt injury was reported per hcp.